Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the connecting tube exhibited failed wings (broke off while detaching). The issue occurred during reprocessing. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and the reported issue (breakage of the lock lever of the connecting tube) was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, it was determined that since the lock lever was broken, external stress was likely applied to the lock lever of the connecting tube and the tube was unable to be connected. The user likely applied force toward the incorrect direction. However, the root cause could be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿9 preparation and inspection: move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken.¿ this supplemental report includes additional information added to b5 and h4. Also, an update has been made to h3. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the locking lever broke off when detaching from the endoscope reprocessor (oer-elite).